Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not reproduced during an operational check. The logs were reviewed and an error code related to the ac power was found. Evt_ac_not_usable means the ac power is connected and ac supply voltage is greater than 28v or less than 18v for five minutes. The ac power cord was inspected, no breaks or shorts were found. It is suspected that a temporary malfunction occurred in the power supply or power control circuit. The device's power supply and system board were replaced to address the issue. Also, during the review of the logs, an error code related to the charging of the battery was found. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to one minute. The device's removable battery and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not reproduced during an operational check. The logs were reviewed and an error code related to the ac power was found. Evt_ac_not_usable means the ac power is connected and ac supply voltage is greater than 28v or less than 18v for five minutes. The ac power cord was inspected, no breaks or shorts were found. It is suspected that a temporary malfunction occurred in the power supply or power control circuit. The device's power supply and system board were replaced to address the issue. Also, during the review of the logs, an error code related to the charging of the battery was found. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to one minute. The device's removable battery and system board were replaced to address the issue. The power supply was returned to the product investigation lab (pil) for additional testing. The power supply was installed into a trilogy evo test unit and operated for approximately 1 hour without issue or alarms. The test unit with the power supply was connected to an evo multi-functional test station where technician verified passing test results for power source verification. The power supply was found to operate as designed without issue when evaluated independently.